Event description:
It was reported that there was a upstream occlusion alarm condition while using the clear link duo-vent continuous flo set. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.